Manufacturer narrative:
This supplemental report #1 updates the following section: g4, g7,h2, h3, h6 and h10. The device was received for evaluation. The device was received in its original tyvek packaging with lot number fr869313. Visual inspection determined that there was no noticeable damage on the device. The device jaws were opened and found the latch in the ¿on¿ position. Insulation was found intact and jaws were in good condition. Blood/debris were observed indication that it was used. The jaw mesh was found normal and the alignment was good. The jaw aperture was within the specifications, blade actuates as designed, sharp with no chips or nicks observed. The shaft is straight and free from damage and it rotates freely. In addition, the device was tested using an esg-400 generator and no errors were observed. Coagulation testing was performed and found normal. The jaws were tested, closed together with no saline and a regrasp error was noted however, this is an intended function. The reported error message of ¿electrical arc please stop using the device¿ was not observed. Based on the evaluation, the reported complaint could not be confirmed. The root cause of the reported issue cannot be determined. The reported failure likely attributed to the generator involved however, the information regarding the generator was not provided and it was not returned for evaluation.

Manufacturer narrative:
The device was returned to the service center for evaluation; however, the evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a hysterectomy procedure, the forceps malfunctioned. The generator displayed an error message of ¿ electric arc please stop using the device¿. There was no patient or harm or injury reported due to the event.